Manufacturer narrative:
(B)(4)

Event description:
Event occurred during post market clinical study, (B)(6). (B)(4). Date of index procedure: (B)(6) 2016. Time to event (days): 0 days. This report is for subject (B)(4), an (B)(6) female participating in the (B)(6) study. The study is a "prospective, post-marketing, nonrandomized, multi-center, single-arm clinical study. This study is designed to collect and analyze additional information about the safety and effectiveness of the nirxcell stent system in the treatment of de novo stenotic lesions in native coronary arteries in the us population". The subject's relevant medical history includes previous percutaneous coronary intervention in 2012, family history of premature coronary artery, atrial fibrillation, diabetes mellitus, hypertension and hypercholesterolemia. The subject's concomitant medications include: heparin, nitroglycerin, aspirin and clopidogrel. On (B)(6) 2016, the subject underwent the index procedure with unsuccessful deployment nirxcell stent in the middle rca. After pre-dilatation the study stent was unable to cross the target lesion and while attempting to pull it back into the guide, the study stent did not pull back and it was dislodged from the delivery system. The delivery system was removed and a second balloon was inserted with stent. In the radial artery, the study stent did not go back through the sheath and started to unravel. Stent embolization occurred; therefore it was deployed in the radial artery. Three non-study stents (2.5x26 mm, 2.5x14 mm, 2.5x14 mm) were implanted in the right coronary artery with a result of 0% residual stenosis with a restoration of timi 3 flow. The case was resolved and the patient recovered. In the investigator's opinion the event of device embolization was considered moderate in intensity, anticipated, related to the study device and unrelated to the study procedure. The sponsor considers the event of device embolization anticipated, related to the study device and possibly related to the index procedure. The above is a summary of the information received at medinol from: (B)(6).

Manufacturer narrative:
Angiographic evaluation performed. No additional information.(B)(4).

Manufacturer narrative:
Device not available for assessment. Waiting for angiograph to arrive.